Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; programmer had gray screen and after about a half hour got a system error. Analysis also found the system fan was noisy and one hinge plate screw was missing. (B)(4).

Event description:
It was reported the company representative tried turning on the programmer and it booted up to an error code. The company representative tried cycling power several times but the programmer booted back to same error. The programmer was returned for repair. There was no patient involvement.